Manufacturer narrative:
The tip projection was added to the instrument which would increase the cad model length of the instrument. Unable to determine root cause without further clarification since the system inaccuracy could not be replicated.

Manufacturer narrative:
A medtronic representative checked out the system at the site and found it to be accurate; system fully functional. After speaking with techs from the procedure, there was a tip projection added to the instrument when being navigated.

Event description:
A biomedical engineer reported, the treon system needs to be calibrated due to a 10-15mm inaccuracy during a cranial resection surgery. The surgeon was able to complete the procedure with no impact to the patient outcome. No other details were available and the system has been tagged out of use for all tumor resection cases.